Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected from the set without following the proper procedures. The alarm was resolved by ending therapy and removing the cassette. Proper procedures were reviewed with the caregiver. The patient ended the current therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Disconnecting from the set without following proper procedures is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.